Manufacturer narrative:
An event of arrhythmia and implant of a permanent pacemaker was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. No information was provided regarding the patient medical history and the calcium levels. In addition, the valve was implanted with 6-7mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported event. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted. Post procedure, patient developed pr interval prolongation. Subsequently, on (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported to be in stable condition.